Manufacturer narrative:
Failure analysis confirmed the button error alarm due to flattened down arrow button dome switch. The pump had cracked display window corners, cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl at the time of incident. They tried restarting the pump by removing the battery for a few hours. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.